Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-sep-24. It was reported that the pump wasn't working and after looking at reports from the patient's insurance company, it was indicated that the reports were saying that the manufacturer told the hcp to turn the pump off. It was noted that the pump was turned off in (B)(6) 2019 with the manufacturer representative present. When this occurred, the hcp used contrast and the patient had a computerized tomography (CT) scan. It was noted that the patient never heard any alarms from the pump and wanted the pump taken out. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving hydromorphone, 0.5 mg/ml concentration and clonidine, 100 mcg/ml concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump went empty a few weeks ago. The healthcare professional (hcp) did a catheter dye study and that was normal. The patient was due for a refill. No further complications were reported.

Manufacturer narrative:
Regarding additional information received, the type of reportable event is updated from previously being a reportable mal function to now a reportable serious injury. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via company representative. The patient was getting a pump replacement as per a physician; time and date were unknown. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding the cause of the empty reservoir and if the pump was planned to be returned to the manufacturer, it was noted that they believed the patient had missed his refill appointment and any intervention was unknown at this time.